Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room (ER) with syncopal episodes. A consult review performed by boston scientific technical services (ts) indicated the patient was exhibiting intermittent premature ventricular contractions (pvc) and non-sustained ventricular tachycardia episodes in addition to possible noise. Ts recommended to the healthcare provider (hcp) to review these issues with the patients following physician. Subsequently, the right ventricular (rv) lead was surgically abandoned and replaced due to noise, oversensing and pacing inhibition with greater than two seconds of asystole. In this same procedure, the patients therapy was also downgraded from a dual chamber pacemaker device to a single chamber pacemaker device. No additional adverse patient effects were reported.